Manufacturer narrative:
Additional information was received that it was determined via x-ray that one of the patient's leads was fractured. The patient underwent a revision procedure wherein the leads, ipg, and clik anchors were explanted. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-4316, serial #/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that six out of the eight contacts on the right lead were showing high impedances. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that six out of the eight contacts on the right lead were showing high impedances. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was to support 32 contacts.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that six out of the eight contacts on the right lead were showing high impedances. The patient will undergo a revision procedure wherein the leads will be replaced.